Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vasospasm is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the patient suffered a vasospasm requiring treatment, the medication given and the dose are unknown. The event was resolved the same day without residual effect. The physician related the event to the coils and the index procedure.